Event description:
Additional information received reported that the outcome was resolved without sequelae on 2014 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v671773, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event was left foot paresthesia and pain.

Event description:
It was reported the stimulator was turning off after a fall on ice. It was noted the intervention included reprogramming and it noted all four programs were recreated. The event was noted as resolved on (B)(6) 2014. The patient also had head pain as a result of falling on the ice. This was noted as a new illness or injury and resolved on (B)(6) 2013. No action was taken. The patient also had tail bone pain and swelling. The patient had back pain, the device turned off and they could not feel stimulation. The patient had left foot numbness and pain off and on since the fall. The patient was given ibuprofen and prednisone as an intervention. An x-ray was taken and the device was turned off from (B)(6). The pain continued despite the device being turned off. This was noted as ongoing.

Event description:
Additional information received reported that interventions included temporary discontinuation of stimulation. The patient had the lead and implantable neurostimulator (ins) replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v671773, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v671773, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# v671773, implanted: (B)(6) 2011-, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was an inability to feel stimulation. The outcome was resolved without sequelae. Interventions included lead replacement. The etiology was noted as an undesirable change in stimulation. Signs and symptoms included a fall on ice, not able to feel stimulation. The device turned off but was able to turn on. Interventions included giving the patient ibuprofen 200 mg x 4 every 6 hours starting (B)(6) 2013 and prednisone taper. Later it was reported that there was a temporary discontinuation of stimulation from (B)(6) 2014.

Event description:
Additional information reported the lead and stimulator were replaced. The event was noted as resolved without sequelae.